Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01151. It was reported the patient is not receiving effective stimulation to the desired location after an assault incident involving his head back in (B)(6) 2015 (date of event unknown). Reportedly, diagnostic testing revealed multiple contacts with high impedance measurements. Reprogramming was attempted to no avail. A physician consult and x-rays will be considered to address the issue. Follow-up revealed additional reprogramming was able to get partial coverage behind the ear, however it was unable to capture the entire original pain pattern. Surgical intervention may be undertaken as the next course of action. Note: the patient has two occipital leads (model 3268) .